Manufacturer narrative:
User facility was unable to supply the correct lot number of the device used, consequently, the MFR date of the device is unk. This device has not been received by this MFR. An eval has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specs. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.

Event description:
The complainant has reported that a pt underwent a therapeutic ercp in 2006. It was reported that during the procedure, "5cm tip came off. It had detached from the wire while removing it from the duct". The procedure was completed with a different device and the tip was retrieved. There was no reported complication or ill effect sustained by the pt.